Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: pcf activity assigned to bq with following questions: the patient demographic info: age, weight, bmi at the time of index procedure? Name and indication of initial surgical procedure in 2000? Any concurrent procedure/device implantation in 2000? Were there any intra-operative complications during mesh implantation in 2000? Other relevant patient comorbidities/concomitant medications? Was any deficiency or anomaly of the mesh? If yes, please describe it. Onset of chronic pain from initial surgery? Location of pain? When was the mesh erosion into the vagina first noted by a physician? Mesh erosion diagnostic confirmation? Describe all medical/surgical interventions for all occurred mesh erosions including dates and surgical findings? Ethicon mesh product code and lot number implanted in 2000? What is physician¿s opinion as to the etiology of or contributing factors to multiple erosions to vagina? What are results of mdt and reason for planned mesh removal? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2000 and the mesh was implanted. It was reported that the patient suffered multiple erosions into the vagina. It was also reported that there was chronic pain and problems with mobility after insertion of sacro-colpopexy mesh. It was also reported that there is plans for mesh removal surgery after mdt.